Event description:
Information received indicates the nurse call is not working from the bed.

Manufacturer narrative:
The technician found the pins on the communication cable were bent. He straightened the pins to repair the bed.